Manufacturer narrative:
This follow up report is being submitted to report additional information on (B)(6) 2018, it was reported that the device does not produce a transplant of equal thickness. The customer returned an electric dermatome device, serial number (B)(4). For evaluation. The customer also returned an autoclave case, 4 width plates and a screwdriver, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated electric dermatome serial number (B)(4). As documented in the repair reports in livelink. Product review of the electric dermatome by flextronics on (B)(6) 2019 revealed that the switch was damaged. There was a screw broken into the end cap and the device was outside calibration specifications. The control bar was not in the correct position and the motor was defective. Repair of the electric dermatome was performed by flextronics on (B)(6) 2019 which included replacement of the switch, end cap, screws, motor, needle bearing, external retaining ring and spring. Electric dermatome, serial number (B)(4). , was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by flextronics it was noted that the device was outside calibration specifications and the control bar was not in the correct position. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by flextronics it was noted that the device was outside calibration specifications and the control bar was not in the correct position. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the dermatome did not receive a transplant of equal thickness. No additional skin graft was needed to complete the surgery. No harm or delay was reported.

Manufacturer narrative:
(B)(4). Report source - foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted

Event description:
It was reported that the dermatome did not receive a transplant of equal thickness. No additional skin graft was needed to complete the surgery. No harm or delay was reported.